Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4). No dev rtn to MFR? No. Mfg date: 27-feb-2020. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the patient experienced pericardial effusion and a perforation on the right ventricle. A sternotomy was performed. The leadless implantable pulse generator (ipg) exhibited no capture and high impedance. The ipg was attempted not used and replaced. No further patient complications have been reported as a result of this event.